Manufacturer narrative:
Section d4: expiration date was inadvertently populated in the previous report, the device is reusable. Manufacturer's investigation conclusion: the reported event of a damaged streamline battery cable connector on the power module was not confirmed. The power module, serial (B)(6), was not returned for analysis. There was no photos or log files submitted for review. The provided information stated that the streamline battery cable connector was noted to be damaged. The extent of the damage is unknown. Damage to the cable may result in red battery alarms if contact is affected. Additional information provided stated that no product would be returning and there were no photos of the damage available. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a6: no patient involved. G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module (pm) black battery connector was broken. Technical services sent the customer a replacement battery connector.